Event description:
It was reported by a customer that on (B)(6) 2011, both the fiber metal and glass caps partially detached at 16,670 joules. The caps did not detach inside the pt. Add'l info reported by the customer was there were no error messages that were displayed on the console when the event occurred. The pt did not experience any harm from the event. The user did not experience any injury from use of the system.